Manufacturer narrative:
Urinary incontinence occurred -mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in early 2006. Following the procedure, the pt experienced pelvic organ prolapse, urinary incontinence, and erosion. An excision of the device, total laparoscopic hysterectomy, bilateral oophorectomy, laparoscopic uterosacral ligament vesicovaginal space repair procedures were performed on an unknown date. The current status of the pt is improved.